Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 21 mg/dl; cause was not known. Customer "tried to get an ice cream" to address low bg. Customer collapsed and was admitted to the hospital. Glucose injection and intravenous fluids were administered. Low bg resolved and customer was discharged the same day.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) below 40 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6)2018. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1(cgm low alert) were annunciated. Approximately an hour and a half prior to the low bg the user delivered a 5.33 unit bolus for 48 grams of carbohydrates. The user did not enter current bg value and the still had insulin on board (iob) at the time of the bolus. There were no erratic basal rate adjustments. Making bolus requests without entering current bg and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.